Manufacturer narrative:
The complaint description states that the shaft has started to come out of the handle. The device associated to the complaint was returned for analysis. The visual analysis of the returned products shows a displacement of the plastic handle on the metal body. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, 1 other similar complaint (B)(4) was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. The handle displacement, could be related to successive sterilisation cycles. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Shaft has started to come out of the handle.